Event description:
The manufacturer received information alleging that an error code, battery low state of health lithium-ion internal battery, was observed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was being evaluated at the manufacturer service center when the error code was found on the device. During the evaluation it was noted that the devices internal battery had failed for this device. It was confirmed when performing the significant event log test step failing on the device. In addition, the device had failed the hardware power fail test step on the device. The service technician evaluated but was not able to identify the cause for this failed test step. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front and rear enclosure cases, handle, cord retainer, and porting block were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.